Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose displayed "high" on the cgm graph. Elevated blood glucose was addressed with a bolus from the pump. Customer reported using cartridge beyond labeling. Tandem technical support educated customer cartridge filled with novolog insulin should be changed every 72 hours per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery.